Manufacturer narrative:
D4 - device serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of low voltage alarms while connected to the mobile power unit was unable to be confirmed. The mobile power unit (mpu) was not returned for analysis; however, a log file was downloaded (20231002_034333) for review that showed events spanning approximately 2 hours (02oct2023 from 13:36:45 - 15:38:18 per timestamp). There were no notable alarms active in the log file. Multiple good faith efforts were sent asking for the serial number of the mobile power unit (mpu), if the mpu was exchanged and will be returning for evaluation, if the mpu has a v-lock connector on the ac power cord, and if the cause of the alarms known. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records for the mobile power unit were unable to be reviewed due to no serial number being provided. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced low voltage alarms while attached to the mobile power unit (mpu). The event log captured numerous pulsatility index (pi) events on (B)(6) 2023. The event log showed no low power alarms, which suggested that they were overwritten by the pi events. There were no other unusual events recorded in the log files. The mechanical circulatory support (mcs) equipment operated as intended.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.